Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the subject device is specified to be able to position the endoscopic image by rotating the main body. Therefore, it is likely that the image was upside down and inverted by rotating the main body in use. However, the specific root cause could not be determined at this time. The following information is stated in the instructions for use which may have prevented the event: "if the endoscope mount is not locked, the force of gravity will cause the main body to move. In this case, the up direction may not always be at the top of the video monitor screen. If this occurs, rotate the main body until the up direction is at the top of the video monitor screen (see figures 4.2 and 4.3)." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that there were multiple dead pixels on endoscopic image. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the camera head's image was inverted. The issue was found during reprocessing. There were no reports of patient harm.